Manufacturer narrative:
According to the available information this inflatable penile prosthesis was implanted on 12/23/92 and removed on 10/21/96 due to a "tubing fracture." In the received information the physician stated that the prosthesis "worked well for 4 yrs then stopped. Prosthesis was leaking. Leak at junction r tubing to r penile cylinder." The physician further stated that he did not note the tubing to be kinked or twisted, that the tubing lengths were neither inadequate nor excessive, and that the device was not in a position that would have caused stress to the device. In addition the physician stated that there was no apparent information in the patient's history that would have contributed to this occurrence and that the device was not damaged during removal. Examination and testing of the device revealed one site of leakage. Leakage was observed at a separation in cylinder #1's strain relief, at the apex. Examination of the surface of the separation reveals markings characteristic of stress(s) induced rending. Opposite the separation, on the superior surface of the strain relief, a crease mark is observed. In addition, several areas of abrasion are noted on each of the outlet tubes. The pattern of abrasion indicates that these tubes were overlapped. Based on the physician's observations and qa's examination, qa concluded that while in-vivo cylinder #1's strain relief was partially kinked. Qa further concluded that the outlet tubes were overlapped and/or kinked. Qa further concluded that the outlet tubes were overlapped and/or twisted and abrading against one another, and that these positionings, in combination with device usage over time, contributed to sufficient stress(s) to rend the strain relief at the noted site. Frequency and severity of reports of this nature are no more frequent or severe than what is stated in the labeling or usual for service.

Event description:
Per the info provided physician's office, the device was removed due to a "tubing fracture". 11/20/96-upon receipt of info requested from the physician/surgeon, it stated "the device worked well for four yrs, then stopped. Prosthesis was leaking; leak at junction of right tubing to right penile cylinder". Additionally, it was reported by them the entire device was removed and replaced with another co device.